Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 27.6 mmol/l, 13.9 mmol/l, and 10.5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer states that a patient sample generated a falsely low wbc result of 0.020 x 10e9/l. A repeat test yielded a wbc value in the normal range of 4.48 x 10e9/l. There were no adverse outcomes reported related to this issue.

Manufacturer narrative:
The event occurred in (B) (6).